Event description:
Users of this 3100b reported two problems at two different times during patient treatment: fluctuations in the oscillatory amplitude and, later, that the low source gas caution light was illuminated. The patient was not ill-affected and was ultimately placed on another 3100b to continue treatment.